Event description:
It was reported that when the console was switched on, there was a system s3 warning alert during device preparation. It was noted that no log files were provided. The console was exchanged and the alarm resolved.

Manufacturer narrative:
No patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 error code on the centrimag console was confirmed. The centrimag 2nd generation primary console (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review that showed events spanning approximately 3 days ((B)(6) 2024 ¿ (B)(6) 2024, (B)(6) 2024 per time stamp). ¿system alert: s3¿ alarms became active following a sf_flow_other sub fault on (B)(6) 2024 at 10:57:00. The system was power cycled several times before an sf_ifd_shutdown_detected was active on 22apr2024 at 11:19:00. The system was started again on (B)(6) 2024 at 11:18:00 for testing at abbott. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console was evaluated and tested on 29may2024. During functional testing the reported event was unable to be reproduced. The console was run for extended duration without any issues or alarms becoming active. Additional information provided on 06may2024 stated upon powering on the console, the alarm appeared. It was also stated that exchanging the console resolved the s3 alarm. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction.". The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support.". The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.